Event description:
A report was received that during a paddle lead permanent implant, the patient was experiencing loss of sensory and motor functions. Magnetic resonance imaging (MRI) showed slight neurologic deficit at the t7 and t8 level. The physician opted to abort the procedure. The patient woke up with slight weakness in the right leg. It was unknown if the symptoms were device or procedure related.

Manufacturer narrative:
Additional information was received the suspected cause of any neurologic issue during a placement of the paddle lead could be that the paddle lead was in the space of the thoracic spine and it took up too much space or it could have happened during dissection and laminectomy. The specific cause was unknown. It was also noted that patients loss of sensory and motor functions were not procedure related. As to the vertebral level where the attempted location of the lead implant it was at the t8-t9 interspace. The patient was doing well.

Event description:
A report was received that during a paddle lead permanent implant, the patient was experiencing loss of sensory and motor functions. Magnetic resonance imaging (MRI) showed slight neurologic deficit at the t7 and t8 level. The physician opted to abort the procedure. The patient woke up with slight weakness in the right leg. It was unknown if the symptoms were device or procedure related.